Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to lead 2+ of ecgs c&d cable pinched near cable connector and lost continuity. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A (B)(6) distributor reported that a patient was experiencing check therapy electrode messages.